Event description:
During a clinic follow-up, episodes of noise resulting in myopotential oversensing and pacing inhibition were observed on the right ventricular (rv) lead on a pacemaker dependent patient. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.